Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that a 2.7mm va locking screw left some titanium debris. It is reported that the screw was applied outside of the margins of angles recommended by the drill guide. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.